Event description:
It was reported that when using the bd pyxis¿ medstation¿ 4000 was displaying carefusion and was stuck on an inappropriate screen. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-jun-2007 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was displaying carefusion and was stuck on an inappropriate screen. A technical support specialist confirmed that the screen was in portrait mode, changed it to horizontal mode, and relaunched the necessary applications. An outbound call was made to the customer, who confirmed that the station was back online and functioning properly. The system functioned as intended after the technical support specialist troubleshot the device.